Manufacturer narrative:
Date of event: exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent implant procedure. Patient was implanted with proplan 3d printed maxillary plate. On (B)(6) 2019, the patient experienced nonunion of the maxilla and patient underwent revision surgery to explore why maxilla was still mobile. Surgeon discovered loose hardware at the time of surgery. There were approximately 18 screws loosen. During the revision surgery, maxilla was re-plated with matrix mid face l-plates, nonunion was cleaned out, debrided back to the bleeding bone. The surgeon had to move the maxilla forward too far which put stress on the hardware. It is unknown if there was a surgical delay. Procedure outcome and patient status were unknown. This event is captured under this (B)(4). Concomitant device: trumatch 3d plate (part sd980.014 lot unknown, quantity 1). This report is for one (1) 1.85mm ti matrix screw. This is report 4 of 9 for (B)(4).